Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer had delivered multiple boluses prior to the low. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.